Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 12 mg/dl; cause was unknown. The ambulance arrived at the customer's house and administered a glucagon shot and intravenous to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. There were no obvious bolus requests that would cause bg levels to drop; user made bolus requests by entering both current bg and carbohydrate gram values. Basal rates ranged throughout the day from 0.55 units/hour to 1.4 units/hour. At 11:58 am, user made several adjustments to correction factors and carbohydrate ratios in the personal profile settings and decreased total daily basal insulin by 1.6 units. Complaint could not be confirmed. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.